Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device implantation procedure, a coronary sinus dissection occurred and the procedure was aborted. No intervention was performed and the patient was stable.